Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer¿s blood glucose (bg) level was 49 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.